Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed worn mid speed motor and a broken press plug. The mid speed motor was identified as the primary cause of the failure. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal was called in for repair due to overheating during a maxillofacial reduction procedure. No adverse consequence was associated with the event; the procedure was completed with another device.